Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown/not provided. Weight unknown/not provided.

Event description:
Doctor reported the screw fractured and removed.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4).

Event description:
Based in the investigation results, the abutment screw is not fractured.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Two low profile abutment gold-tite® retaining screws (lpcgsh x2), one certain® low profile 30° abutment (ilpac3330) and one certain® low profile abutment (ilpc341) were returned for investigation. Visual evaluation of the as returned products identified fractured fragments of the retaining screws on top of the abutments, and the ilpac3330 was fractured as well. Device history record (DHR) review was completed for the subject lot numbers (2017080218, 2017090491 &1211303). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot numbers (2017080218, 2017090491 &1211303) and no complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported ¿screw fracture was confirmed. Additionally, an unreported malfunction (abutment fracture) was also identified during investigation.

Event description:
No further event information is available at the time of this report.